Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: hwc. D10: date of concomitant therapy is (B)(6) 2024. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 investigation summary ¿the product was not returned to depuy synthes, however photos were provided for review. The photo revealed that the inlays of the tibial nail-advanced / 11 390 / sterile were observed fell apart of the device, in addition, the tip of the one inlay appears to be broken. Assembling issues are most likely due to this condition. The fragments of the inlay was not observed in the visual evidence provided. .the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l 360 would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history a manufacturing record evaluation was performed for the finished device product code: 04.043.240s lot number: 625p503 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14-feb-2022 manufacturing site:jabil bettlach expiry date:01-feb-2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a nailing procedure on (B)(6) 2024, the tna nail is mounted in the insertion frame, but when the surgeon slides the nail through the olive guide, it does not pass. The nail was checked and it is observed that the polyethylene of the proximal part of the nail is damaged; it comes out of the inner part of the nail. This report is for one tibial nail advanced ø10 l 360 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo revealed that the inlays of the tibial nail-advanced / 11 390 / sterile were observed fell apart of the device, in addition, the tip of the one inlay appears to be broken. Assembling issues are most likely due to this condition. The fragments of the inlay was not observed in the visual evidence provided. .the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l 360 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the proximal inlay of the tibial nail advanced ø10 l 360 was observed fell apart. In addition, the tip of the inlay is broken. Assembling issues are most likely due to this condition. The fragment of the inlay was not received. Per the tn-advanced tibial nailing system infrapatellar approach surgical technique guide. The use of a reaming rod can facilitate reduction, serve as a guide for intramedullary reamers, and aids in keeping bone fragments aligned during nail insertion. Precaution: the tibial nail advanced is cannulated and can be inserted over reaming rods with a diameter of up to 3.8 mm at their widest point. Compatible reaming rods will pass through the dedicated hole in the center of the aiming arm. A dimensional inspection for the tibial nail advanced ø10 l 360 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces possibly caused during the aligment with the reaming rod. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l 360 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.043.240s. Lot number: 625p503. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 14-feb-2022. Manufacturing site:jabil bettlach. Expiry date:01-feb-2032. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. <